Manufacturer narrative:
Evaluation of the returned swiftpac coils (swiftpac) confirmed kinks on the pusher assembly and that the embolization coil was detached. Evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly, the pull wire was in its initial position inside the pusher assembly distal detachment tip. If the swiftpac coil is advanced against resistance, damage such as kinks on the pusher assembly may occur. Subsequently, if the swiftpac coil is retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire and allow the embolization coil to detach. Based on the reported complaint, the root cause of resistance during the procedure could not be determined. The detached embolization coil was reported to have been left inside the intended vessel. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using swiftpac coils (swiftpac), and a non-penumbra microcatheter. During the procedure, the physician successfully implanted three swiftpac coils. While advancing the next swiftpac, the swiftpac pusher assembly slightly kinked. The physician decided to remove and resheath the swiftpac. While retracting, the physician experienced resistance, and the swiftpac unintentionally detached in the intended vessel. The physician decided to leave the swiftpac in place. The procedure was completed using non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.